Event description:
From the operative report: "upon entering, there was no fluid noted, but upon removing the implant, it was somewhat contorted and had somewhat of a sticky feel to the outer surface consistent with early leach vs. Leaking. Implant was removed.." "The pocket was rinsed with normal saline and proceeded then with full checkerboard capsulotomy to all aspects, lateral, medial, superior and inferior in order to release the scar tissue, which had formed in response to the leaking silicone. Once irrigated and hemostasis achieved, the new implant was irrigated with normal saline and placed in the appropriate orientation in this pocket. Incision was then closed.." The patient tolerated the procedure well, and there were no complications. Note: there was no history of trauma or infection from reconstruction.